Manufacturer narrative:
Additional information : one (1) actual sample was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed according to specifications. A functional testing was performed including pressure and clear passage testing with no issues noted. The reported condition was not verified on the returned sample. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph using the naked eye was attempted, however, it was determined the photograph was not clear enough to visually evaluate. No testing could be performed due to the nature of the sample. The reported condition could not be verified from the sample photograph. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The events occurred on unspecified dates between (B)(6) 2019 and (B)(6) 2019. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lower y-site a of two (2) clearlink continu-flo solution sets were leaking while in use with a disinfect cap (non-baxter product), during patient use. The leaks were discovered by the nurse following access to the y-site and then connecting the disinfectant cap on to the y-site; further described as ¿splashes of fluid spurting out upon connecting the green cap to the lower y-site¿. There was no patient injury or medical intervention associated with this event. No additional information is available.